Event description:
The patient was implanted with a left ventricular assist device. Approximately 11 months post implant, the pt was admitted to the clinic due to alarms he experienced at home. The log file from the system controller had events recorded in which the actual speed was below 8,000 rpm. An exchange of the system controller did not resolve the situation. X-rays were taken of the external and internal portions of the percutaneous lead and showed a sharp angle next to the pump housing. The clinic noticed the alarms occurred with upper body movement of the pt, regardless of whether the pt was on power module or battery support. The clinic listed the pt as high urgent on the transplant waiting list and replaced the pump approximately 1 week later. During the pump exchange, a fracture at the pump end bend relief was observed.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump with the replacement pump with no further issues reported. The manufacturer is attempting to acquire the explanted device for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.